Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed; however the clip opened while locked when establishing final arm angle/efaa. The clip was re-closed and efaa steps were re-performed, but failed a second time. The clip was then retracted back to the left atrium and a third efaa was performed, but the clip still opened while locked. Therefore, the cds was removed with the clip attached and the procedure continued with a new cds. One clip was implanted reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle/efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.